Manufacturer narrative:
No additional details regarding a revision procedure was provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged from its original implant position. The patient is not dependent and did not experience any pauses in pacing. The system has been reprogrammed until a revision procedure will be performed. The rv lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time

Event description:
Additional information provided from the field indicated surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.